Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's ventricular lead triggered a lead warning, and the patient's heart rate was in the 30s. The lead impedance was found to be low. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.